Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged following the implant procedure. A revision was performed; however, the helix was not able to be retracted. The lead was explanted and replaced with another lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted the helix was retracted and slightly stretched. A helix mechanism test was undertaken. The helix functioned normally; however, due to it being stretched, did not fully retract within the housing. Depending upon when this damage occurred, this finding could have contributed to dislodgement.